Event description:
It was reported that during a laparoscopic abdominoperineal resection (apr) procedure, the first stapler would not work. It was reported the second device battery was drained. They used manual override. The battery was removed and put it in a new stapler and it worked fine. There were no patient consequences.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Release button the analysis found that one pse45a device was received for analysis without a cartridge reload. In addition, the bailout door was out of position and the lever was down. Please note that if the manual override door is removed the device is disabled and cannot be used for any subsequence firings until the door is installed. Furthermore, the device was found to have the clamping mechanism damaged. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, the clamp arm release and release button were noted worn and damaged in the area where both interact. This damage is consistent with wear that is observed over multiple firings when the user actuates the clamp release without squeezing the closing trigger against the handle. Wear in this area can be reduced by squeezing the closing trigger against the handle, then depressing the clamp release on either side of the device. Maintain pressure on the clamp release and slowly allow the closing trigger to open. No further functional test could be performed due to the condition of the device. However a dry fire was performed and the firing mechanism worked as intended. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. It should be noted that the battery pack has a drain feature that drains the pack within 24 hours of the procedure; therefore, testing cannot be completed on the original battery used in the procedure. As a result, product inquiries are tested with non-draining packs/simulators.